Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided.

Event description:
Thirty minutes into the procedure, there was an alarm and an excessive blood leak in the waste bag. The patient received partial restitution. Patient information is unavailable at this time. The disposable is being returned, but has not been received yet. This report is being filed due to the potential for injury.